Manufacturer narrative:
(B)(4).

Event description:
Follow-up from the healthcare provider (hcp) reported that it was a (B)(6) infection with no known cause. The cause of the stroke was not determined and the patient did not have a history of stroke; he was a smoker at the time of surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0428226v , implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0444274v, implanted: (B)(6) 2004, product type: lead . (B)(4).

Event description:
The consumer reported that few months after his 2004 bilateral implant, he got an infection under the skin and the left lead had to be pulled out. They waited 2-3 months for the infection to clear and they were putting in a new lead but they had to stop surgery. The patient had a stroke and brain bleed. He also had to go to rehab to learn how to walk again. The left lead was put in at a later time but the patient still suffered from migraines and headaches. The patient was indicated for movement disorders. No further information was provided. If additional information is received, a follow-up report will be sent.